Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided medical device expiration date: unknown device manufacture date: unknown a sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse picked up a bd¿ hypodermic precisionglide¿ needle without safety after it was used and recapped by a physician during procedures. The needle was protruding from the side of the cap and nurse received a dirty needle stick. There was no report or medical interventions provided.

Manufacturer narrative:
Investigation summary: qn review: unable to complete without a batch number. DHR review: unable to complete without a batch number. Investigation results: one photo was received by bd for investigation. The needle pierced the shield when the shield was replaced after use. Investigation conclusion: possible root cause: user error. Needles should not be re-shielded after use, and if this is not possible, a one handed passive recapping technique should be used. It is stated in two places on the shelf carton ¿do not reshield used needles¿, and ¿do not force the shield onto the needle, as the needle may penetrate the shield causing injury¿. If corrective/preventative action not required, provide rationale: this is a user technique issue. No CAPA will be issued.